Event description:
The customer reported to philips healthcare that the heartstart mrx had a 'red x during self test'. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is completed.